Event description:
It was reported that the device exhibited far-field r wave over-sensing leading to inappropriate mode switching. Programming changes were made. There were no adverse health consequences, the patient was stable.